Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (denmark) the lead was displaying high impedances and the lead was broken. The patient underwent surgical intervention where the lead was removed and replaced (date unknown). The patient is receiving effective stimulation postoperatively